Manufacturer narrative:
The investigation is in process. No add'l info is available at this time.

Event description:
It was reported that, "revision of a duracon ps insert. Implant was being revised due to a broken post on the tibial insert."